Manufacturer narrative:
The exact patient age is unknown; however the patient was reported to be over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was used during a procedure performed on (B)(6) 2018. According to the complainant, during the procedure and inside the patient, it was noted that the laser fiber overheated and was not breaking the calculi. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: one flexiva 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the fiber tip was unused. There was no damage along the body of the fiber. The investigator was unable to examine the fiber face within the sma connector because light was unable to travel to the fiber face to illuminate it, this indicated that the fiber was broken within connector. The condition of the returned device would cause the connector to overheat and result in insufficient energy transmission during ablation thereby confirming the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.   A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was used during a procedure performed on (B)(6) 2018. According to the complainant, during the procedure and inside the patient, it was noted that the laser fiber overheated and was not breaking the calculi. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.